Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.

Event description:
Customer states: prior to use, upon re-test a nurse found the deflation of cuff could not be completed successfully. Customer confirmed no pt involvement.